Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a arthroscopic rotator cuff repair (arcr) on shoulder for rotator cuff tear (rct), while using the vapr tripolar 90 suction elect device, the cover for the silver part at the tip fell off under the acromion. According to the reporter, the surgeon was unaware of this when they began using the device. After that, evaporation failed, so the surgeon checked and found that all the silver part of the tripolar had peeled off and fallen into the surgical site. It was reported that all fallen parts were retrieved. A new product was opened, and the surgery was performed. Post-surgery, it was confirmed that no parts remained inside the body. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The metal piece covering the cautery was disassembled and it is missing. The device had foreign matter, presumably biological matter. No other anomalies were noted. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. The tip was used and had tissue debris inside the active tip. The cut return cap was detached/missing and was not returned for evaluation. Additionally, the ceramic had multiple scratches. The handle, cable and plug were used with procedural residue visible in suction tube. There were no ncrs or deviations raised during the manufacturing process of this device. The customer stated that ¿while using tripolar, the cover for the silver part at the tip fell off under the acromion.¿ the device received with the cut return cap detached from the ceramic. Inspection confirmed that there is very little adhesive residue on the opposite side of ceramic. The device passed all functional checks, but failed checks on cut return continuity, handswitch and footswitch activation (ablate -cut return cap detached, not conducted). We were unable to replicate the fault that the evaporation function did not work. Due to the unrelated fault of the return cap detachment being observed, further investigation was undertaken. The works order number was checked to ensure that there were no production or equipment issues with cell 1a where the glue is dispensed into the return cap, and it was confirmed that there were no ncrs or deviances recorded during the manufacturing process. This fault has previously been investigated in a CAPA. While the root cause was unable to be identified, the glue dispense station process was improved. Previous return cap complaint investigations at atl UK have shown three possible causes for the return cap detaching during surgery as detailed: 1) reverse fire-up. 2) excessive load/heavy use applied. 3) manufacturing fault - missed glue operation. The investigation shows the device has been built to the manufacturer's specification with good glue coverage on the return cap. The surface of the return cap shows no signs of reverse fire up and there are no obvious signs of excessive load/heavy use being applied to the device. The failure mode has been reviewed against the systems risk assessment document. The complaint can be substantiated. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per instructions for use (IFU), 1) avoid touching the distal tip of the instrument (ceramic insulator or metal active component) with fingers or instruments. 2) inadvertent activation or movement of an active vapr electrode outside the field of vision may result in patient injury and damage to the electrode tip assembly. 3) excessive force may damage the electrode tip assembly. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2502010), and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.